Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of this IFU lists potential adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted after syncopal episode that caused concussion. Log files were submitted for review and showed only routine power source changes during periodic recordings every 24 hours. No abnormal alarms were seen in the log file. The pump appeared to have been operating as intended. It was unclear what the cause of the syncope was. A computed tomography (CT) head and transesophageal echocardiogram (tee) showed nothing unusual. The patient was discharged with unknown etiology.